Event description:
The customer reported that there was no x-ray and there was no keyboard response.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced a cable.